Event description:
The catheter was placed on (B)(6)2009 and broke on (B)(6)2009. No surgical intervention was needed to retrieve the catheter. No adverse event to the pt.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not available for the investigation. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. (B)(4).